Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg would not communicate with external devices. Company representative confirmed ipg inoperable. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein patient's ipg was explanted and replaced. Effective therapy has been restored post operatively.